Event description:
New information received states that patient had twiddler syndrome with his device and this was causing electrode contact. Patient education was provided. No programming changes were made. Patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, noise artifact issue and undersensing issue was observed on the device. Programming changes were recommended. No further information available.